Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt had a high lead impedance on a system diagnostics test, indicating a possible device malfunction. The reporter indicated that the pt did not feel stimulation and has an increase in seizures but not above pre-vns baseline. The reporter indicated he is going to increase the patients medications for the increase in seizures. The patient was referred to the surgeon for a full revision surgery. The reporter indicated that the generator will be reimplanted prophylactically. Good faith attempts are being made fore more info and for product return once patient is explanted.